Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service (064) alarm issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12-mar-2018 with the following findings: a review of the pump¿s black box showed no call service 064 alarms. There was no data in the pump histories from the time of reported alarm due to continued use of the pump. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump rewind, load, and prime steps were performed successfully and the pump was exercised for 24 hours with no call service alarms occurring. The complaint of a cs 064 call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.